Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the eleventh complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one powerport MRI isp, one groshong catheter, one flushing connector, one vein pick, two catheter locks, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The peel apart sheath was returned partially peeled apart. The investigation is confirmed for deformation due to compressive stress as a bend was noted on the distal end of the stylet as well as on the catheter just proximal to the three-way valve. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2022).

Event description:
It was reported that during port placement procedure, the catheter allegedly failed to advance through the sheath. There was no reported patient injury.